Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was slow, 5 second delay on patient list and medication list. A technical support specialist restarted one of the services that were consuming high central processing unit usage on the station and confirmed with customer that the station was operated normally. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary tower was slow, 5 second delay on the patient list and medication list. As per the customer reported, the 8aw main console is very slow. There was about a 5-second delay in the patient list and medication list and caused a delay in care because it prevented nursing from pulling out medications on time. There were no adverse events or injuries reported based on this incident.